Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review titled: "retrograde fenestration of covered stent after left main¿left anterior descending perforation". The patient presented with an acute coronary syndrome. A coronary angiography was performed which revealed a severely calcified left main coronary artery (lm) involving the proximal and the mid part of the left anterior descending coronary artery (lad), with evidence of post-stenotic aneurysm, and sub-occlusion of ostial dominant left circumflex coronary artery (lcx). A trans-radial approach with an ebu 3.75 7-f medtronic guide catheter was attempted. After several attempts the lcx lesion was gained with a non-medtronic (mdt) wire over a non-mdt microcatheter creating a wire loop in the aneurysm involving the distal part of the lm. The lad wiring was obtained with a workhorse wire. After dilatation of the lm-lad using a 2.5-mm non-compliant balloon, a coronary perforation type iii at the aneurysm between the lm and the lad developed with rapid hemodynamic deterioration of the patient. Stop-flow was assessed with a 3.5-mm balloon, and pericardiocentesis with self-blood transfusion to the right femoral vein was obtained. Intermittent balloon inflation was used in order to seal the perforation but it was unsuccessful. Therefore, two non-mdt covered stents (3.5x18 mm and 4.0x12 mm) were deployed at the proximal/ostial lad. Further, lm percutaneous coronary intervention was performed with a culotte technique, and implantation of a 3.5x24 mm non-mdt stent in the lm-lcx and a 4.5x24 mm non-mdt stent in the lm¿lad. However, the perforation was still present, and a third 5.0x21 mm non-mdt covered stent was deployed in the lm-lad. A full sealing of the perforation was then obtained, but an acute occlusion of the lcx was observed. A stable hemodynamic condition had been achieved. Several attempts of antegrade covered stent fenestration were performed unsuccessfully using a non-mdt microcatheter and guidewire. After a few minutes, the angiography revealed a septal collateral from the lad to the lcx, so a retrograde attempt was chosen. A non-mdt wire successfully reached the lcx through the third septal branch, supported by a non-mdt microguide catheter. The microcatheter was placed in the proximal part in front of the covered stent and a retrograde puncture with the non-mdt guidewire was performed with success. After an aortic snaring, the circuit was obtained with a ¿ping-pong technique¿ and non-mdt wire externalization. Further antegrade optimization with several dilatations of the lcx ostium were performed with a good final result.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.